Event description:
Procedure type: hernia. According to the reporter: the customer reported: "hernia on the burst balloon". Add'l info requested via email.

Manufacturer narrative:
(B)(4). Date of initial report sent: 05/15/2014.